Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the monitor was unable to pass baseline testing due to one of the high voltage pins on the belt receptacle being bent. The root cause of the physical damage to the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.